Event description:
Fill volume: 500ml. Flow rate: unknown. Procedure: shoulder surgery. Cathplace: interscalene nerve block. It was reported by hospital staff that an infusion completed in 24 hours. The infusion was discontinued when the pump emptied on (B)(6) 2014. The patient did not experience any adverse signs or symptoms due to the reported incident.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting system. Trend information is used to identify the need for additional investigations.